Manufacturer narrative:
Pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were in shoveling snow, insulin pump acted up and had flashing display. The customer¿s blood glucose level was 122 mg/dl. Customer did not report that the insulin pump screen was flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump might be bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.